Event description:
It was reported that the patient presented to the emergency department nine days post-implant of their new implantable cardioverter defibrillator (ICD) with syncope and symptomatic bradycardia. Review of a remote transmission showed that the right ventricular (rv) lead triggered alerts for high thresholds and high undefined out of range (oor) pacing impedance, and loss of capture was noted on presenting electrograms (egm). It was found that the rv pace/sense connector pin was not fully seated in the ICD header. A revision procedure was performed where the connector pin was removed and reinserted, and the lead was found to be functioning normally when tested with an analyzer and the ICD. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 694758 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.